Event description:
Per the clinic, the patient developed swelling at the implant site on (B)(6) 2025 (specific date not reported) following a viral illness (type and site of infection not confirmed) and subsequently was treated with oral antibiotics for 7 days (specific date not reported). There was no significant reduction in the swelling after 10 days; however, on (B)(6) 2026, the fluctuating swelling had decreased somewhat from the magnet to inferior to the implant receiver and also appeared slightly reduced overall. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.